Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml at 7.49 mg/day via an implantable pump for post renal procedure pain. It was reported that the patient contacted the consultants secretary informing her that she could hear her pump alarming. It was note that the last refill was (B)(6) 2019. There were no reported patient symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue and further noted that the patient stated that they had not had a recent magnetic resonance imaging (MRI) scan. The device was interrogated by a consultant using the n'vision programmer per protocol and it was confirmed that a motor stall had occurred. He tried to program the pump to deliver a bolus dose and waited to see what happened after 30 minutes to see if this would resolve the issue, however it did not and the stall did not recover/was not resolved. It was reported that the issue was not resolved at the time of this report and that the patient status was alive-no injury. It was reported that the pump was planned to be explanted on (B)(6) 2019. No further complications were reported and/or anticipated. Additional information was received. The pump would be explanted the afternoon of (B)(6) 2019. It was indicated the pump was implanted in (B)(6) 2013. The patient did not experience any symptoms.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.